Event description:
The customer reported bellavista1000e us having alarm 271 - "o2 supply fail - no o2 dosing possible". There was no patient involvement associated from this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, vyaire medical requested for gas path test logs for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.